Manufacturer narrative:
The device was returned to a punctured sheath. No visual anomalies were noted on the sheath; however, the dilator had been punctured proximal to the distal tip. A needle/stylet assembly from current inventory was inserted into the dilator/sheath assembly; however, no resistance or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the puncture remains unknown.

Event description:
During the procedure, the transseptal needle punctured the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.